Event description:
A report was received that the patient had difficulty charging the ipg. The physician believed there was device malfunction. The patient underwent an explant re-implant procedure wherein the ipg was replaced with a new one. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician believed there was device malfunction. The patient underwent an explant re-implant procedure wherein the ipg was replaced with a new one. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
(B)(4): january 2013.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. The charge profile revealed no anomalies. Battery depletion rate and sleep current rate of the device were within the expected ranges respectively. The device passed all required tests. The device exhibits normal device characteristics.